Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®) (B)(4). Evaluation codes: conclusions - (no device failure): based on the complaint history, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).

Event description:
The reporter stated the surgeon inserted a aq2015a silicone three piece lens into the patient's eye. After the lens was inserted into the eye, the physician could not get the lens to sit correctly. He could not correctly position the lens and decided to remove the lens. The lens was removed without patient injury. A third lens, an anterior chamber lens was implanted and problem was resolved. The reporter stated this incident was patient related and was not due to the lens. This report is for the second lens. See MFR #2023826-2014-00385 for the first lens.

Manufacturer narrative:
Lens was inserted in patient left eye and removed. Evaluation: results - a visual inspection of the returned product found visible damage to the lens. There was evidence of clear surgical residue on the lens surface. Conclusions - based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient's anatomy and was not lens related. (B)(4).